Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they are unable to exit the preparing to prime loop. The customer blood glucose level was between 300 mg/dl and 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer stated that they received 2nd series of beeps. Advised that the customer will need the insulin pump to be replaced and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to compromised forced sensor system alarm. However, device received with no audio/beeping alarms and tones due to broken black wire of the piezo transduce. Device received with no vibrate due to broken black wire at the vibrator motor.